Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vats lobectomy procedure, after the first firing, the left side of the staple line was stapled, but the right side was not stapled. There were no adverse consequences to the pt.